Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Admitting diagnosis: nicm, aki on ckd, shock, and acute chf. Past medical history: alcoholic cirrhosis, portal vein htn, hcv, hcc, dm, pulmonary htn, pancytopenia.

Event description:
It was reported that during an infusion of norepinephrine, the module turned off without alarming. The event occurred at the intensive care unit. Although requested, no additional information was provided. Per non-bd biomedical engineer, devices were inspected and no issues were found. Risk authorization cleared them for release and all devices were placed back in service.

Manufacturer narrative:
Admitting diagnosis: nonischemic cardiomyopathy (nicm), acute kidney injury (aki) on ckd, shock, and acute chronic heart failure (chf). Past medical history: alcoholic cirrhosis, portal vein hypertension (htn), hepatitis c (hcv), liver cancer (hcc), diabetes mellitus (dm), pulmonary htn, pancytopenia. Although requested, information on a1, a4, race and ethnicity were not provided.

Event description:
It was reported that during an infusion of norepinephrine, the module turned off without alarming. The event occurred at the intensive care unit. Although requested, no additional information was provided. Per non-bd biomedical engineer, devices were inspected and no issues were found. Risk authorization cleared them for release and all devices were placed back in service.